Event description:
Provider trying to inject medication through needle and cannot push medication or air through needle. Bd precisionglide needle: 25 g x 1.5 ", ref#: 305127, lot#: 4305207, exp date: 12.31.2029.